Manufacturer narrative:
Device not received by manufacturer.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device was involved in an ¿unusual occurrence report¿. It was further stated that the issue was requested to be investigated to see if any doses or pump failure would cause the medication to run out faster than how it was programmed. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
Corrected data: d4 ¿ UDI. H3/h6: the device was not returned for analysis. Service history review identified that no previous repairs were noted within the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, problem confirmation cannot be performed. The investigation was unable to determine a probable cause as the device was not returned for evaluation.